Event description:
The customer reported via phone call that the sensor had not provided any readings for two weeks leading up to the call. The customer stated that she incorrectly inserted the cannula and woke up with a blood glucose level over 400 mg/dl. Customer declined troubleshooting and stated that the site was the issue, not the set. The customer reported receiving calibration errors and find a lost sensor alerts. Blood glucose level at the time of the incident was 129 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.